Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 2.00mm x 8mm emerge balloon catheter was advanced to dilate the lesion, however during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was fine.